Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (speaker hums) has been confirmed.  Upon investigation the monitor was unable to fully power on and was resetting at the blue splash screen.  The cause of the problem was isolated to a bga failure on ram chips u100 and u101. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor's speakers were humming.